Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator (B)(6) 2012.

Event description:
It was reported that the patient reported chest pain after implant of the pacing system. All values were normal, echocardiogram and computerized tomography (CT) scan were normal. According to the physician there was no evidence of lead perforation. The physician elected to prophylactically reposition the right ventricular lead as he suspected that there could be a "micro-perforation." The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.